Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Functional testing was performed using three retained samples from protector lot 1905125 along with three retained injector samples from lot 9323974. All protectors were connected to the vial using the m12 fixture assembly. The injector and syringe were connected and punctured the protector 10 times. After all testing was completed, no foreign matter was identified inside the syringe or vial, no coring had occurred. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported that coring occurred with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) customer requested to investigate the rate of occurrence of coring with p50.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that coring occurred with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) customer requested to investigate the rate of occurrence of coring with p50.